Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited noise. The right ventricular lead was explanted and replaced. No patient consequences were noted.

Manufacturer narrative:
The reported event of lead noise was confirmed. Final analysis found a complete lead was returned in one piece. Visual examination of the lead found multiple external insulation abrasions breaching the outer insulation and exposing the outer coil caused by friction to the device can located proximal from the suture tie impressions.

Event description:
New information received notes that the right ventricular lead noise was over-sensed by the device.